Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted quickly. The customer¿s blood glucose ranged from 140-320 mg/dl. The customer declined to provide additional information and declined to perform further troubleshooting with tandem technical support.